Manufacturer narrative:
Other text: d4. UDI, d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1, 2 email is: (B)(6). One device was received. Per visual inspection, cracked tank cover, faded, and worn line cord, and old-style plate clip. Per functional testing, the device leaked from the reservoir confirming the customer complaint. The root cause was cracks at the bottom of the tank cover. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the tank cover, plate clip, and line cord. Performed preventative maintenance (pm). The device passed all functional and delivery tests.

Manufacturer narrative:
Other text: UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer top tank cover was cracked. There has been no report of patient involvement.